Event description:
During a knee scope using the boxed incisor plus, it was reported that when the blade was inserted into the joint there was what appeared to be black lubricant that came out from the blade upon activation. Operating room staff disposed of the blade in a sharps container therefore, product is not available for return. There was no procedural delay, patient injury or surgical complications reported.

Manufacturer narrative:
(B)(4).